Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. Method: I-stat, time: 9:36, result: 5.0; lab, 10:10, 4.24 (stago or sysmex). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2012 and a deficiency was identified. Apoc product action number: (B)(4).